Event description:
It was reported that the patient had been sought medical attention for low blood glucose levels. The patient reports receiving 1 unit of insulin every 5 minutes. The patient reports having to stop the insulin delivery. The patient reports they had emergency medical technicians arrive at their home. The patient did not go to the hospital. No treatment information was provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention for low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.